Manufacturer narrative:
Strain relief. Visual examination of the returned device determined the access port tubing connector to be a strain relief. The device has been returned, however, our device evaluation is not complete. Results of the device will be reported via a supplemental report.

Event description:
Reported as, "leakage, broken tubing between connection piece and port."